Event description:
It was reported by the patient that the patient presented to the emergency room (ER) due to a high heart rate (hr) of 150 beats per minute and high blood pressure (bp). Medication was administered to lower the hr and bp, but it worked only for "about 10 minutes and then it went back up. This happened three times." It was then "discovered that the pacemaker was malfunctioning." Follow-up was attempted with the physician's office however no further information could be obtained. The device was "repaired" by a medical equipment company representative and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.